Event description:
Additional information: it was reported that the patient recovered from his sepsis and was ultimately discharged home from the hospital. The patient had been seen since for pump refills. It was further noted that the patient "wasn't well before and still isn't well; but that is not anything having to do with the medication or the pump". It was clarified that the device system was used to deliver lioresal.

Manufacturer narrative:
Catheter model# 8703w lot# l46690 implanted: (B)(6) 1997 explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted to the ICU. The patient seemed to be suffering from sepsis. The patient was unresponsive. The hcp planned to check the pump event logs. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.